Event description:
During a knee arthroscopy, an extravasation occurred. User facility reported that the pump did not stop pumping and did not alarm. No patient intervention required. Patient went home same day.